Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient claimed this right ventricular (rv) lead was hot to touch. Boston scientific technical services (ts) then referred the patient back to the physician. The rv lead remains in service. No adverse patient effects were reported.